Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated extravascular oversensing of p-waves. Analysis of the device memory also indicated noise, right ventricular undersensing, and diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported , approximately 19 weeks post implant, that the extravascular (ev) lead experienced intermittent p-wave oversensing, undersensing, as well as noise episodes. It was noted that reprogramming was previously done, however the pwos episodes were still present during atrial tachycardia or sinus beats. Additionally there was a decrease in r-waves. The ev-lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ev lead was reprogrammed.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported , approximately 19 weeks post implant, that the extravascular (ev) lead experienced intermittent p-wave oversensing, undersensing, as well as noise episodes. It was noted that reprogramming was previously done, however the pwos episodes were still present during atrial tachycardia or sinus beats.  Additionally there was a decrease in r-waves.  The ev-lead remains in use. No patient complications have been reported as a result of this event.